Event description:
It was reported that the system 2600 had intervention problems with vertical lift. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call was postponed/cancelled. It was determined through telephone evaluation that the power supply ps3 was the most likely cause of the malfunction. Reportedly a third party service organization repaired the system and it was tested, found to be working as intended and returned to service.